Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented post-implant procedure. Upon review, the device had dislodged and migrated from the atrium down to the right iliac region. An unspecified fixation issue was suspected. The device was explanted and no longer replaced. There were no patient consequences.

Event description:
New information received indicated that the dislodgement was confirmed via x-ray imaging, and that it was suspected that the three anti-rotation sutures from the device were not sufficiently engaged during fixation.